Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 8.0x29 mm omnilink elite balloon expanding stent system, the stent dislodged [decoupled] from the balloon. There was no patient involvement. No additional information was provided.